Event description:
It was reported that the customer was hospitalized due to high blood glucose. Assistance was given in rewinding and priming the insulin pump. The customer's husband stated that the customer may have been connected during the rewind and prime process prior to hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to complete to the best of our knowledge.